Manufacturer narrative:
Additional information has been provided : the laser probe was not returned for evaluation. The laser probe was manufactured on january 14, 2019. There were 558 paks associated with this lot. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a vitreo-retinal procedure the laser probe did not fit through the trocar. An alternate laser probe was used to complete the surgery. There was no harm to the patient.